Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 18ga x 1.16in had foreign matter the following information was provided by the initial reporter, catheter tip foreign body

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Current controls, there are outgoing and in-process visual inspections in place to check for foreign matter. There is also a 4-hourly housekeeping in place to clean all the machine mechanisms in direct contact with products with alcohol.